Manufacturer narrative:
Initial reporter name and address: (B)(4). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) machine alarmed power-on electrical test failure code 12 unit had a broken front panel failure. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that during the installation process, the power on alarm "electrical safety test fail code 12" indicates that the front end pcb is faulty. The fse also stated that the dealer was responsible for replacing the front end pcb of the device. The fse stated that the part was sent to the dealer and the repair was then confirmed. The unit passed all functional and safety checks and was cleared for clinical use. The following investigation was performed by a technician of the failure analysis and testing department. The technician inspected a front end board, and notice that the j11 pins were bent and can't make contact. No further test can be done due to the pins being bent. Retaining the front end board in the failure analysis and testing department per procedure.

Event description:
N/a